Event description:
The customer reported that while the intra aortic balloon pump was in use on a patient, the monitor display went blank. The patient was switched to another unit and therapy was continued. No patient injury was reported.